Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4193, lead, (B)(6) 2008. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right ventricular (rv) tip to rv ring impedance was high and out of range. It was determined that the rv lead was not properly inserted into the header of the implantable cardioverter defibrillator (ICD). A revision was performed and the device remains in use. No patient complications have been reported as a result of this event.